Event description:
It was reported that the patient has a lateral protrusion of the tibial stem. The patient has an in-situ jts (non-invasive) extendible distal femoral replacement (pin 22159).

Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.